Manufacturer narrative:
A ge service rep performed an on site investigation. The main voltage was fluctuating. The transformer was adjusted during the service call.

Event description:
The customer reported that the 9900 system goes into voltage alarm. No pt injury was reported.